Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the adapter was received with a reload attached to it and the reload was partially fired and the jaws were closed. The reload was partially fired to the 2cm cut line and the blue button was in its home position. Functionally, the blue button could only be partially depressed since the reload was still attached to the adapter and the adapter was connected to gen2 acc lite and the switch state was found to be closed. The strain gauge could not be evaluated with the reload still attached and there were no errors in the adapter log. The adapter had 40 of 50 procedures remaining and was connected to a rpa handle. The handle went into emergency retract mode and the reload¿s knife blade was able to move all the way back without issues. The reload could then be unloaded with ease and the adapter then calibrated properly and showed a green adapter swim lane. An rpa reload was attached and articulated successfully. The adapter was connected to the a1 fixture and fired without issues and was reconnected to gen2 acc lite. The strain gauge was evaluated and was functional. No new errors were recorded. It was reported that the jaws of the reload did not open at all, not involving tissue and the device began the firing sequence before initiation. The device was difficult to unload. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic segmentectomy, before use on the patient in the operating theatre, upon startup, when the first reload was docked and the nurse could only perform half the cycle test; closing and opening of the reload, the cartridge hacked and when it was closed the user could not open the jaws as it was stuck. The nurse handed over the power handle to the surgeon to have a look, and also could not open the jaws either. It was noted that the that surgeon did not fire the instrument and did notpush the green button, the doctor just tried to open the jaws of the reload, and when was unable to do that gave the handle back to the nurse. It was observed that the reload have been fired half way out of the patient and there was no tissue. The operating room nurse did not know why the reload was partly fired, the nurse did not also push the green button. There was a problem unloading the device and the nurse had to dock off the adapter together with the reload and threw the shell to waste and put the power handle back to the charger after the procedure was finished. A manual handle and new reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.